Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". The patient's medical history included asthma. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth fracture ("dental problems"), vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and migraine ("migraines / headaches"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, fatigue, gastrointestinal disorder, tooth fracture, headache, nausea, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: jan2012 discrepancy to be noted. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of device dislocation ('migration'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "she did not underwent an essure confirmation test". The patient's medical history included: asthma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient experienced, pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth fracture ("dental problems"), vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder") and migraine ("migraines / headaches"). On an unknown date, the patient experienced, device dislocation (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain"), gastrointestinal disorder ("gi conditions"), headache ("headaches"), nausea ("nausea") and abdominal pain lower ("lower abdomen pain"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, fatigue, gastrointestinal disorder, tooth fracture, headache, nausea, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, migraine, nausea, pelvic pain, tooth fracture, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012 discrepancy to be noted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: new events: vaginal bleeding, bladder disorder, urinary tract disorder, migraines / headaches, lower abdomen pain were added. Reporters were added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent an essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches") and nausea ("nausea"). Essure treatment was not changed. At the time of the report, the device dislocation, pelvic pain, dysmenorrhoea, dyspareunia, female sexual dysfunction, abdominal pain, back pain, menorrhagia, fatigue, gastrointestinal disorder, tooth disorder, headache and nausea outcome was unknown. The reporter considered abdominal pain, back pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, gastrointestinal disorder, headache, menorrhagia, nausea, pelvic pain and tooth disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Product indication and essure implant date updated. Previously reported ¿injury¿ was updated to pelvic pain. Events- migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), fatigue, gi conditions, dental problems, headaches, nausea and she did not underwent an essure confirmation test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.